Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving intrathecal morphine (dose and concentration asked, unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain, spinal stenosis, and multiple back operations. The concomitant medications and patient history were not reported. It was reported that the patient had a hernia under the pump in (B)(6) 2015. The health care provider (hcp) reported that the hernia was not related to a device, patient/therapy, or procedure issue. Due to the best of their medical knowledge the hernia was spontaneous. The health care provider (hcp) performed a hernia repair and re-tacked the pump down, and the patient subsequently developed spinal meningitis due to the hernia repair. It was reported that the hernia site got infected, and that was when the pump and catheter became infected ((B)(6) 2015). A total system explanted was performed on (B)(6) 2015 due to the spinal meningitis. The patient was terribly ill, put on IV antibiotics and was in the hospital for 6 weeks and 4 days (about 7 weeks). No device or therapy issue was noted. It was reported that the situation/infection was resolved. If additional information is received this report will be updated. Refer to manufacturer report 3004209178-2016-00741.